Event description:
Product was used for a pin-hole tear in the spinal dura. Pt developed meningitis. The initial diagnoses was aseptic. Further testing revealed the infection to be viral. White blood count was 94% lymphocytes; urine positive for staph epidermitis; blood culture (-); csf culture (-).